Manufacturer narrative:
Exact date unknown, event occurred several years ago from date manufacturer was made aware. Date of explant: several years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17152763/17559890.

Event description:
It was reported that patient did not like the feeling of stimulation. The patient underwent an explant procedure. All components were explanted and discarded.